Event description:
It was reported that customer experienced occlusion alarms which resulted in very high blood glucose of 529 mg/dl on (B)(6) 2026. This prompted a visit to the emergency room; the customer was subsequently hospitalized in the intensive care unit. Dangerous and life-threatening ketones were identified by a health care provider. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Multiple attempts were made to obtain additional information; however, no response was received. The customer will used manual dose injection until the replacement pump arrives.